Event description:
During laparoscopic gastric bypass, the surgeon was attempting to make an anastomosis when the device ceased to work. Despite changing out the scalpel device, energy box and numerous cords, still unable to get device to function. Surgeon ended up making the gastrotomy and enterosomy openings using cautery. No patient harm.